Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices after the patient underwent a non-related surgery wherein the ipg was not set to surgery mode. Troubleshooting was performed and resolved the issue. Reportedly, effective therapy was established.